Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gastroesophageal reflux disease, irritable bowel syndrome and constipation. Concurrent conditions included abdominal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopichysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery date(s) of removal: (B)(6) 2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gastroesophageal reflux disease, irritable bowel syndrome and constipation. Concurrent conditions included abdominal pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopichysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery date(s) of removal: (B)(6) 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events abnormal bleeding (vaginal, menorrhagia) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('laparoscopic exploratory surgery for pain / pain was all over my right side / I was throwing up for over a year from the pain was so bad / extreme pain'), appendicectomy ('appendectomy'), gastrointestinal disorder ('gastrointestinal or digestive system condition:I suffered a year of ongoing testing,it was never ending and all the side affects from all the different medication') and abdominal pain upper ('pain stomach / cramping in stomach') in a 38-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test". The patient's medical history included depression, anxiety, gastroesophageal reflux disease, irritable bowel syndrome, constipation and post-traumatic stress disorder. Current weight 135 lbs. Concurrent conditions included abdominal pain, vitamin d deficiency, walking disability and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2003 to 2013 for birth control. In (B)(6)2004, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse) I could not have sex; due to the pain"), migraine ("migraine headaches : the stress of the pain on my body was always so stiff;I had to take a muscle relaxer,I do not recall the name of."), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss/ stress and lack of proper nutrition along with the essure caused my hair to fall out"), dyspareunia ("I could not have sex:due to the pain / it always hurt when I tried"), stress ("the stress of the pain on my body was always so stiff"), musculoskeletal stiffness ("the pain on my body was always so stiff; I had to take a muscle relaxer"), anxiety ("I was put on a lot of medication for anxiety"), depression ("depression"), malaise ("we have problem due to me always being sick"), asthenia ("feeling weak"), insomnia ("sleepless from worrying about being able to work"), pain ("generally my body was going through pains every where felt like sharp knifes going through my body"), anhedonia ("I was slowly losing my whole life including my marriagae /my husband lost interest in me and later left me"), feeding disorder ("not being able eat kept me feeling weak ") and vomiting ("I was throwing up for over a year /could not hold food down. I was lucky to drink a smoothie a day at work for some energy") and was found to have hormone level abnormal ("hormonal changes describe: my body was going through so much from all the different medications I was prescribed"). In 2012, the patient underwent appendicectomy (seriousness criterion medically significant), experienced nausea ("nausea : I was throwing up for over a year from the pain was so bad could keep food down lost over 30lbs,and I was already small.") And abdominal pain upper (seriousness criterion medically significant) and was found to have weight decreased ("weight loss/I was throwing up for over a year from the pain was so had could keep food down lost over 30 lbs"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), mental disorder ("neurological conditions or problems type: I had to see mental health for years and take med I didn't need"), back pain ("lower back pain") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), citalopram, vitamin d nos and surgery (laparoscopic exploratory surgery for pain with removal of appendix, total laparoscopichysterectomy, bilateral salpingectomy and gastroeneterology and exploratory surgery). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, appendicectomy, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, migraine, nausea, dysmenorrhoea, fatigue, weight decreased, alopecia, dyspareunia, stress, musculoskeletal stiffness, anxiety, depression, malaise, asthenia, insomnia, mental disorder, pain, back pain, anhedonia, feeding disorder, vomiting and headache outcome was unknown and the abdominal pain upper, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, anhedonia, anxiety, appendicectomy, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, insomnia, malaise, menorrhagia, mental disorder, migraine, musculoskeletal stiffness, nausea, pain, pelvic pain, stress, vaginal haemorrhage, vomiting, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery discrepancy to be noted in essure insertion date as: (B)(6)2004 and (B)(6)2005. Date(s) of removal:(B)(6)2013 and (B)(6)2013. Patient had took leave for reason: I had to take off from work due to the pain of having two surgeries. Fired due to excessive absences due to pain current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received. Added events: appendix, hormonal changes describe, apareunia, migraine /headaches, nausea, nervous system disorder, dysmenorrhea (cramping), fatigue, weight loss, hair loss, pain was all over my right side, pain was all over my right side stomach, dyspareunia, the stress of the pain on my body was always so stiff, anxiety, depression, always being sick, not being able to eat kept, feeling weak, sleepless, gastrointestinal or digestive system condition, abdominal pain, weight gain, plaintiff did not underwent an essure confirmation test, pain was all in my head, mental disorder, general body pain, lower back pain, vomiting, anhedonia, feeding disorder. Concomitant drugs were added. Reporter¿s information was added. Patient¿s demographics were added. Follow up 3 and 4 processed together. On 2-aug-2019: pfs received. Reporter information updated. Medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.